Event description:
A malfunction alarm with code malf 24 occurred, which was not resettable. There was no reported impact on the customer's blood glucose level, and levels did not exceed 500 mg/dl (27.7 mmol/l). The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.